Event description:
It was reported that PICC placed on (B)(6) 2024. Home health noticed blood oozing out of the site. Got a chest x-ray and PICC was still in svc. Patient's arm started swelling. Removed and reinserted new PICC line. Upon flushing PICC was fractured. No harm to patient was reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.